Event description:
During a test application, the test communications error code (code 4) was seen during the set up. The system was completely blocked and the machine has to be switched off and on. Then the nurses were able to setup the machine again.